Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d6a, d9, g3, g6, h2, h3, h6, h11. The revitan stem was returned for investigation, together with the femoral head still mounted on the taper of the proximal part as well as the femoral head assembled with the liner. The revitan stem was received disconnected at the connection between the pin and the distal stem body; the proximal stem and the pin are still assembled. Contrary to the reported event, no fracture of the returned components could be identified. No bone on growth is visible on the anchoring surface of the proximal part. Pronounced polished areas are observed throughout the proximal part, possibly resulting from revision surgery. Furthermore, circumferential lines on the neck may suggest contact to another device most likely the cup. A finely polished area is present on the medial side, featuring several fine and distinct horizontal polished lines, which may indicate loosening or may have been caused through contact with cerclage wires. The visible part of the connection pin is not anymore in its original condition and shows a mixture of polishing, smearing, and wear. An area of the face surface of the proximal part is worn. On the surfaces of the distal part, several scratches and nicks can be seen, most likely coming from the revision surgery. Bone attachments can be seen around the anchoring surface of the distal part. Further revision damage in the form of a drill hole can be seen on the lateral side, which was most likely used to remove the stem from the bone. The borehole of the distal part is worn in such a way that it is visible that wall thickness diminished on the medial side. Additionally, a newly formed ledge can be found on the lateral wall. The face surface of the distal part is also worn. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. An excerpt of the surgical report for revision surgery was provided and reviewed by a health care professional. The review identified a fracture of the revitan stem, metallosis around the trochanter and drainage of dark serous fluid from the joint with debridement being performed. The hip abductors were found delaminated from the greater trochanter, and the greater trochanter showed posterior erosion. No impingement was noted between the stem and the plate. The cup showed no signs of loosening, and all implants were removed except for the most distal cerclage. The trochanteric osteotomy resulted in several thin bone flakes, along with mobilization of the trochanter fragment and various pieces of bone. The fracture was reduced and found to be stable, with adequate reconstruction noted. Additionally, the patient had an extensive surgical history including two revisions of the acetabular component, as well as being diagnosed with acetabular migration. Based on the available information, the reported event can be confirmed. Based on the observation on the retrievals at hand it can be assumed that the connection pin and the distal stem body became disconnected at some point during time in vivo. Contrary to the reported event, no fracture of the components could be identified. The aforementioned disconnection is allowed movement between the pin and the distal stem body, leading to the wear and changes found on the connection pin, on the face surfaces and in and around the borehole of the distal stem body. Finally, the wear on the distal stem body allowed the proximal part to tip medially. While potential signs of loosening were also noted on the proximal part, it remains unclear whether this potential loosening preceded or followed the disconnection of the pin. If the proximal part was loose before the disconnection, it might have caused or contributed to the disconnection. However, the reason for the initial disconnection of the pin cannot be determined. Additionally, the patient¿s surgical history prior to the reported event includes two revisions of the acetabular component and a history of acetabular migration. Whether these prior events potentially contributed to the dissociation of the revitan stem, as suggested by circumferential lines around the taper of the proximal part, cannot be determined due to limited information and the absence of medical records (e.g., surgical reports, radiographs). Furthermore, as the concomitant products used in combination with the revitan stem are unknown, it cannot be determined if the combination of the devices might have potentially caused or contributed to the reported issue. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left hip revision approximately 14 years post implantation due to implant fracture. During the revision metallosis was noted as well as the greater trochanter was eroded posteriorly. All implants were removed without complications. Due diligence has been completed for this complaint; to date all available additional information has been received

Event description:
It was reported patient underwent left hip revision approximately 17 years post implantation due to implant fracture. During the revision metallosis was noted as well as the greater trochanter was eroded posteriorly. All implants were removed without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D6a. Initial surgery was performed in 1997 d10: item # 0100402055, revitanâ®, proximal part, cylindrical, uncemented, 55, taper 12/14, lot # 2575340 item # unkown, unkown cup, lot # unkown item # unkown, unkown head, lot # unkown item # unkown, unkown cerclage wires, lot # unkown item # unkown, unkown allograft, lot # unkown item # unkown, unkown cement, lot # unkown g2: report source switzerland the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.